Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the implant 4.75mm peek corkscrew of the suture anchor, peek corkscrew® ft, double loaded, 4.75 mm, ve5 had broken. The shaft close to the handle was observed to be bent. Functional testing was not performed due to the damage to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a gluteal muscle reinsertion surgery it was not possible to properly insert the implant into the bone. The implant fractured while being removed. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.